Event description:
A customer obtained an erroneously elevated troponin (accu tni) result of 7.69ng/ml on one patient sample.negative results were obtained when the original sample was repeated on this and on an alternate analyzer. The elevated result was not reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System checks performed on (B)(6)2010, (B)(6)2010, and (B)(6)2010 resulted within specifications.a field service engineer (fse) was dispatched: a) the fse performed a diagnostic and carryover tests with passing results. B) the fse verified repair per established procedures and results met published performance specifications. C) pre-analytical sample handling was discussed with customer. A clear root cause for this event was not determined. A malfunction will be assumed for the purpose of this report.